Event description:
It was reported an x-ray showed that the PICC was too long. The PICC was in the ventricle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported an x-ray showed that the PICC was too long. The PICC was in the ventricle. No other information was provided. Additional information 11/14/2024: it was reported the sensor only indicated that the PICC line was correctly positioned with a green ECG and the tracker at green. When I took an x-ray, the doctor noticed that the PICC line was too long. The patient was also in arrhythmia. Additional information 11/25/2024: it was reported the PICC was moved under x-ray. The patient was no longer in arrhythmia afterwards.